Manufacturer narrative:
Device eval: the device is not expected to be returned for eval. A review of the device history record revealed no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Merit is unable to determine a root cause for this reported failure without the actual device. Eval: method: actual device not evaluated. Process eval.

Event description:
The user reported that during a cardiac interventional procedure the physician noticed air in the tubing. The procedure was halted immediately and the device replaced. It was reported that there appears to be a crack on the luer connector. No harm or injury was reported.